Manufacturer narrative:
Pump received with cracked battery tube thread, broken reservoir tube lip, and minor scratches on display window noted. The test reservoir does not stay locked in place noted.

Event description:
The customer reported via phone call that the insulin pump is damaged at the reservoir compartment and the plastic is dangling off of the device. Customer's blood glucose was 88 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. No further details given.